Manufacturer narrative:
Concomitant products: product ID: 8780, serial# : (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving hydromorphone (30 mg/ml at 10.9 mg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) was doing a catheter revision to move the catheter from anterior to posterior because the patient was not getting enough pain relief. The hcp did a dye study and was able to aspirate. The hcp believed that the placement of the catheter was affecting the lack of efficacy. The company representative (rep) asked if the dose needed to be adjusted when the catheter placement was changed and technical services reviewed that medtronic did not have a recommendation. The rep stated that at max pa activations, the patient could get 21.6 mg/day. Additional information was received from the company representative who reported that the catheter was initially implanted in the anterior location by the healthcare provider (hcp). The cause of this was unknown. The event was resolved. The patient's weight was unknown.